Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recv2073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician attempted to remove the stylet after placement of the catheter. However, the stylet removal was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing a stiffening stylet is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter with t-lock and one stiffening stylet was returned for evaluation. An initial visual observation showed the entire stiffening stylet was removed from the catheter and the t-lock. Use residue was observed throughout the returned samples. The stylet was observed to be bent and curved throughout its length, but no breaks were found in the stylet. The orange warning hang tag was observed to remain on the stylet. Both lumens of the catheter were flushed with a 12 ml syringe of water and multiple spraying leaks were observed near the 25 cm depth marker, approximately 32 cm distal to the molded joint, when the white lumen was flushed. A microscopic observation revealed a large hole in the catheter near the 25 cm depth marker and multiple long longitudinal splits in the catheter between the 18 cm and 27 cm depth markers. The longitudinal splits were observed to be disconnected, and the edges of the splits were observed to be rough and uneven with a mostly granular surface texture. The catheter was dissected and additional damage was observed on the inner wall of the white lumen. The edges of the splits were observed to curve slightly toward the catheter¿s exterior when viewed from the interior. The observed characteristics of the splits as well as the additional damage observed within the catheter indicate the damage originated from within the catheter and was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed¿ and ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ a lot history review (lhr) of recv2073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician attempted to remove the stylet after placement of the catheter. However, the stylet removal was unsuccessful. There was no reported patient injury.